Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated electromagnetic interference (emi). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy and withholding of therapy by the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference. It was noted that the patient was in sinus rhythm at the time of the therapy and the device classified it as ventricular fibrillation (vf). It was noted that the electromagnetic interference also triggered a lead integrity alert (lia) for the right ventricular (rv) lead due to high-rate non-sustained episodes and high sensing integrity counter (sic). It was also noted that the device exhibited premature battery depletion due to the shock but has since recovered. It was noted that the patient was shocked in the bedroom, while in the bathroom and at the bus stop. It was not clear where the noise was coming from, but the patient does have a hearing aid. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.